Manufacturer narrative:
(B)(4). Concomitant medical products: biomet cc cruciate tray catalog # 141235 lot # j3946008. Series a pat thin 37x8.6 3 peg catalog # 184788 lot # 935580. Vngd ps tib brg catalog # 183660 lot # 160060. Bone cement lot# rmx186. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04092, 0001822565-2018-04091, 0001822565-2018-04229. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remain implanted.

Event description:
It was reported patient underwent left total knee arthroplasty and subsequently is now experiencing pain and swelling that has never gone down. During physical therapy patient experiences grinding and popping sounds.

Event description:
It was further reported the patient alleges possible allergic reaction to metal components. The patient was going to have a metal allergy test conducted. However, no results have been received to date.

Manufacturer narrative:
(B)(4). UDI # (B)(4). Bone cement lot# rmx186 qty: 2 reported event was unable to be confirmed due to limited information received from the customer. No devices were received; therefore the condition of the components is unknown. Device history record was reviewed and no discrepancies were found. Surgical notes were not provided. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.